Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line leaked during peritoneal dialysis, causing urine to leak over the floor. It was reported the leak was noted at the top where it connects. There was patient involvement, but no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.